Event description:
It was reported there was a catheter leak. The catheter was placed and advanced without issued to the cervical spine. The surgeon completed purse string sutures, removed the needle and stylet with issue, and awaited cerebrospinal fluid (csf) flow. Csf did not flow from the proximal segment. The surgeon injected omnipaque contrast to confirm catheter placement in the thecal sac. The contrast leaked/sprayed from a hole in the catheter at a spot proximal to the 51 cm mark. The surgeon trimmed the catheter distal to the leak and used a pump segment to extend from the midline to the pump pocket. No patient symptoms/injuries were reported related to this event. The patient recovered without sequelae. The device system was used to deliver lioresal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, lot # h827408007, implanted: (B)(6) 2012, product type catheter; product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. Analysis of the catheter segment found a slice/cut on the catheter body not related to explant damage.